Event description:
It was reported that lead fracture was found. Lead was explanted and replaced. The lead was discarded in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).